Event description:
Additional information was received. Patient was asked for current managing hcp. The patient does not currently have a hcp. The patient is still having discomfort, like if she had an iron in her skin. It¿s been 8 years and no one has checked her device. The device doesn't work for her and has never worked as she still has incontinence problem (this is why she got the device implanted). The issue persists and hasn't been resolved. The patient was advised to call patient services to connect her with a hcp and manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that for the past 7-8 months they had felt heat at their implant site. Caller stated they had also noticed that they were not getting therapeutic benefit from the stimulation anymore and they were not sure who to call. Caller stated they moved and no longer have a doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. They reported that the patient has had the implant for 9 years and has never had their device checked. The caller stated that the patient was experiencing a burning sensation in their skin at the implant site and was requesting to meet with a manufacturer representative (rep). Agent reviewed role of the rep and recommended that patient follow up with their healthcare provider (hcp). Agent emailed physician listings to the caller.